Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer applied more force to the button to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.